Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was currently in the emergency room due to a high blood glucose level. Caller stated that previously, the customer experienced a low blood glucose level. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.